Manufacturer narrative:
(B)(4). Concomitant medical products: 115370 comp rvs tray co 44mm 000050, 115310 comp rvrs shldr glnsp std 36mm 342650, xl-115363 arcom xl 44-36 std hmrl brng ring 308250. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00051, 0001825034 - 2020 - 00053, 0001825034 - 2020 - 00054.

Event description:
It was reported the patient underwent an initial right shoulder arthroplasty. Subsequently, the patient was revised second time due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty. Subsequently, the patient was revised second time due to disassociation of baseplate from the glenosphere.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of the available radiographs identified separation of the glenoid glenosphere component resulting in a lack of articulation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.